Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the retainer ring had physical damage. The customer also reported that the damage was at back of insulin pump along battery side. No harm requiring medical intervention was reported. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, the customer alleged high blood glucose and cosmetic damage at battery compartment. Insulin pump received with blank display. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with battery tube threads - cracked, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, label damage (faded end cap), and corroded battery tube during the visual inspection. Unable to perform the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and displacement test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1, electrical board 2, motor, force sensor, and in corroded battery tube. Blank display confirmed during analysis due to moisture damage on the electronic assemblies and in corroded battery tube. Unable to verify high blood glucose. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.